Event description:
Additional information later received reported that per the reporter it was unknown if further diagnostics had been performed. Other actions take or planned were possible replacement of the pump and catheter in 20015. Per the reporter it was unknown how the patient was doing now or if they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The patient was discharged from the nursing facility on (B)(6) 2014. At that time, her pain was a 5/10 and she was being treated with oral narcotics and patches. The patient was scheduled for surgery in mid-december.

Event description:
It was reported the patient had extensive back surgery one week ago by an orthopedist. The patient was admitted to a nursing facility for six weeks. The pump was working perfectly, but the patient started experiencing extreme pain three days ago and less than 50% therapy relief at an unknown location. The pump was interrogated on (B)(6) 2014 to verify no motor stalls. The managing physician was informed the catheter was not manipulated during the hardware placement. A (B)(6) study was planned but there was no date or time confirmed at the time of the initial report. Two days later it was reported that after accessing the catheter access port (cap) under fluoroscopy, the radiologist was only able to withdraw one drop of sero-sanguinous fluid which was sent for culture and sensitivity. The catheter was not re-primed and the (B)(6) study was aborted. A (B)(6) study was performed with expected rotation of 60 degrees. The patient was brought back to a nursing facility to await a further plan of care. It was later reported that the results of culture and sensitivity were negative for bacterial growth. No further diagnostics had been planned. A catheter replacement was being coordinated but no date had been coordinated. The patient was still experiencing pain. The system was being used to deliver hydromorphone. A supplemental report will be submitted if additional information regarding the patient¿s outcome and the result of the surgical intervention becomes available.